Event description:
A user facility reported this lma would not remain inflated while it was being used in a pt. There was no pt injury or problem. The device has been returned to lma north america and will be forwarded to the MFR for evaluation.